Event description:
After successfully advancing and deploying a bifurcated device the physician elected to balloon dilate the entirety of the stent graft. After completion of balloon dilatation an angiographic image showed no rupture and no endoleak. The physician proceeded to close the patient, at which point the patient's blood pressure dropped. The physician regained access through the right femoral artery and injected contrast dye; an extravasation was seen. The physician was unable to reintroduce a guide wire on the right side; several attempts to regain access on the left side were also unsuccessful. The physician elected to convert to an open repair. It was reported the patient tolerated the procedure well and since been released from the hospital.

Manufacturer narrative:
Aggressive ballooning, operational context contributed to event.